Event description:
It was reported that during a stent-assisted coiling procedure to treat an unruptured, saccular aneurysm located at the m1 bifurcation with a maximum diameter of 11 mm, the proximal part of the framing coil fc-10-40-3d became stretched and was left in place. Two microcatheters were jailed in the aneurysm sac. Axium 6x20 detached and the axium 10x40 was too long so physician decides to pull the coil and at that moment he felt the stretch. There was an inability to fully resheath the coil, and an unsuccessful attempt was made to retrieve the coil with a lasso. Imaging was conducted. The patient's blood flow was normal, and vessel tortuosity was moderate. The coil was repositioned twice during the procedure. The physician determined that filling with the two coils was sufficient and decided to leave the stretched proximal part in place. There was no friction or difficulty during delivery. Continuous flush was administered during the procedure. The patient was reported to be well immediately after treatment. No patient complications have been reported as a result of this event. Ancillary devices: headway 17 45 : lot 0000110875935, headway 17 straight and axium 6x20.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the probable cause of the stretch and failure to resheath identified with the physician was that they used 2 microcatheters with 2 coils that created a node. They said that the stretch happened a little bit too early. The stretched coil was trapped inside the sac and between the stent and the vessel wall. The stretch coil end was in the groin. The patient was said to have been very well one week after the procedure.